Event description:
Lumenis received an adverse event report on a patient who sustained burns following treatment by legend pro device. Described heat as being hotter than a sunburn and was in pain. Advised client to put ice. Patient was very pink and swollen and showed signs of a severe histamine response and possible allergic reaction. The customer spoke to the patient every day during week monday - friday. On friday it was still swollen and was experiencing itchiness and pain.